Event description:
(B)(4). I got the procedure in (B)(6) 2013. By (B)(6) 2013 I had gained 30 lbs. In (B)(6) 2014, I started getting severe dizziness with crippling headaches. (B)(6) 2014, I started bleeding vaginally and continued for 4 months. After going to the emergency room after passing huge masses of tissue and seeing my doctor who said I needed a vaginal ultrasound. I didn't have insurance, so I waited. Was put on birth control pills to stop bleeding but if I skip one day, I start bleeding again. Started having joint problems, pain and tingling in legs, swelling in hands and feet. Inflammation in abdomen that gets worse throughout the day. Sed numbers are elevated. Referred to a rheumatologist but have no insurance. Skin rashes that take months to go away but return. Cannot lose weight despite changing diet and exercise. Extreme fatigue. Now bladder and kidney issues. Had vaginal ultrasound and was told essure is perforating my endometrium and it needs to get removed. Have no insurance, so don't know what to do.